Event description:
The customer received questionable thyrotropin (tsh) results for multiple patient samples that did not fit the clinical picture of the patient from the analytical e module analyzer serial number (B)(4) . The results were questioned by the physicians and were repeated by other methodologies. Data was only provided for one patient sample. The specific date of the event was unknown. The initial tsh result was 1.32 uiu/ml. When the sample was treated with "heterophilicab", the result was 1.37 uiu/ml. When tested by the brahms method, the result was 2.20 uiu/ml. Additional results from (B)(6) 2014 were provided. The tsh result was 1.33 uiu/ml and when treated with "heterophilicab" the result was 1.37 uiu/ml. It was unclear if these were from the same patient sample. The brahms method result was reported outside the laboratory. There was no adverse event. Interference in the sample was suspected.

Manufacturer narrative:
This event occurred in (B)(6). Refer to the medwatches with (B)(6) for the ft4 assay and (B)(6) for the ft3 assay.

Manufacturer narrative:
A specific root cause could not be identified as no sample could be provided for further investigation.